Manufacturer narrative:
The thermogard console (sn (B)(6)) was evaluated by zoll service personnel at the customer site. The reported complaint of thermogard console did not recognize the air trap was confirmed during functional testing. The root cause of the error message was the presence of saline or liquid in the air trap sensor caused by an overflow of saline into the air trap chamber, likely attributed to the user mishandling. There was no history of complaints reported for a start-up kit (suk) leak by this customer. Upon visual inspection, the top lid was observed damaged, unrelated to the reported complaint. The probable cause could be due to mishandling. The top lid was replaced to address the observed issue. An event log data review was performed and revealed a mid:09 (air trap assembly) error message on the complaint date, thus confirming the reported complaint. The initial functional testing failed as the thermogard console could not recognize the air trap, thus confirming the reported complaint. There was no liquid found on the air trap sensor board. The investigation found saline or liquid in the air trap sensor holes, blocking the sensors. The air trap sensors were cleaned to remedy the fault. Following service, the thermogard console passed the final functional test and electrical safety tests without any error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard xp ivtm system with sn (B)(6).

Event description:
As reported, the thermogard console (sn (B)(6)) did not recognize the air trap. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.